Event description:
Md was using the electrical cautery pencil during surgery and the tip broke off. It was noticed immediately and the broken tip was retrieved without harm to the patient. This happened two times in a row. Both tips retrieved whole. There were no further problems with the third bovie pencil.